Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device needle was detached form the thread. The procedure was completed with another device. The status of the patient was no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.